Event description:
Complainant alleged that while defibrillating a patient the device successfully delivered seven discharges of energy to the patient. However, on the eighth attempt to discharge energy to the patient, the device displayed a "pacer fault 116" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.